Event description:
Nicu rn hung a new bottle of precedex for the patient. Approximately 15 minutes later I heard the IV pump beeping. Upon assessment of the IV pump I noticed that the bottle of precedex was empty. After verifying that all setting were appropriate and correct I notified the nicu nurse educator. The pump was sent to biomedical engineering where the device was inspected. A free flow or rapid flow event was not able to be reproduced by our internal biomedical staff. A bd complaint was filed and the manufacturer responded by arranging an inspection to arrive at the hospital. Investigation by medication safety officer: rn reports interoperability was used to program pump. Pump and tubing sent to biomedical engineering for investigation. Discussed infusion with rns caring for patient during infusion. Nothing unusual with infusion. Trouble with air in line but not described as unusual. Module & pc (brain) of pump had been used for prior to event without issue. Tubing was not replaced with this administration. Infusion details reviewed through care fusion knowledge portal.